Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown, not provided. Gender/sex: unknown, not provided. Serial number: unknown, not provided. UDI #: unknown, as the serial number was not provided. Expiration date: unknown, as the serial number was not provided. If implanted; give date: unknown, not provided. If explanted; give date: not applicable; to date the lens remains implanted. The device was not returned for analysis as it remains implanted. The serial number for the product was not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Device manufacture date: unknown, as serial number was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A report was received from a physician that over the past 3 years, she has had five to ten (5 to 10) african american patients and one hispanic patient that developed chronic iritis post-implant of pcb00 intraocular lenses. It is unknown when the chronic iritis was first observed post implant. The physician reported she treated the patients with prednisone. The patients were known to have modalities such as diabetes pre op; therefore, the doctor expected these patients would have some inflammation post op. The patients all recovered. As the events occurred some time back, no further information is available. This report captures the event for the one patient of hispanic decent.